Event description:
Customer reported he fell on the insulin pump and there were cracks on the lcd and it won't rewind. Customer stated the display was hard to read. Customer's blood glucose was 150 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.